Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the none of the buttons on the insulin pump were responding and there was the frozen screen. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated there was no completely dead no response from any button. The customer was advised to monitor the insulin pump for three minutes to verify time clock works properly. Customer had removed the battery already and the screen was not completely blank. Customer stated that the insulin pump was stuck on the sixth from the restarting and the buttons were not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.